Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. (B)(4).

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the electrocardiogram (ECG) showed left bundle branch block (lbbb). No treatment was prescribed. Five days post implant, the patient presented in the emergency room with dizziness and diaphoresis. The ECG showed complete heart block requiring temporary pacing and an overnight hospitalization. Six days after the implant, a permanent pacemaker was implanted. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.